Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2024-01463. It was reported that both of the patient's leads had migrated. Patient had multiple falls and the issue was confirmed via x-rays. Surgical intervention is planned to address the issue at a later date.